Event description:
A malfunction alarm occurred with the pump, specifically alarm 20, during the loading process. There was no reported adverse impact to the customer's blood glucose level. The customer was educated by technical support to wait until prompted during the load process before removing the used cartridge. As a resolution, technical support decided to replace the pump, and the customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. The customer was also guided on returning the problematic pump in storage mode using a pre-paid label, and they confirmed their understanding and the shipping arrangements.